Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Customer reported placing sensor on stomach. Label copy recommends sensor placement on the back of the arm only. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to a competitor brand meter. The customer experienced weakness, vomiting, and confusion and a healthcare professional administered an insulin (type/dose unknown) injection for treatment. It was further reported that the customer was diagnosed with diabetic ketoacidosis. Customer reported placing sensor on stomach. Label copy recommends sensor placement on the back of the arm only. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Customer reported placing sensor on stomach. Label copy recommends sensor placement on the back of the arm only. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b5 was incorrectly documented in the initial MDR report. This section has been updated.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a competitor brand meter. The customer experienced weakness, vomiting, and confusion and a healthcare professional administered an insulin (type/dose unknown) injection for treatment. It was further reported that the customer was diagnosed with diabetic ketoacidosis. Customer reported placing sensor on stomach. Label copy recommends sensor placement on the back of the arm only. No further information was provided. There was no report of death or permanent injury associated with this event.